Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 2.5 x 15 mm xience xpedition, while it was being connected to an inflation device, the hub separated. No cracks were noted in the hub. The site reported that force was not applied to the hub. The device was not used on the patient. It was exchanged for another of the same size, which was able to be used successfully. There was no clinically significant delay of procedure reported. No additional information was provided.